Event description:
The customer returned the camera head to the service center for evaluation related to a separate issue. During evaluation, the service center identified the device had failed water leak test and corroded coupler unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction failed leak test was due to depressed button, and the corrosion on coupler unit was traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.